Event description:
When attempting to deliver a stent in the right superficial femoral artery (sfa), two thirds of the stent were deployed in the vessel and a third of the stent was deployed outside the artery. The pt is a male. The sfa was totally occluded. Using an antegrade, popliteal approach, the physician was able to track a wire through the total occlusion and pre-dilate the sfa. Two long cordis stents were placed in the proximal and mid sfa, without difficulty. The physician decided that a third stent needed to be placed in the distal sfa, so thru the 11cm terumo sheath, he attempted to place a third stent. As the stent was being deployed, it was noted that the distal tip of the sheath could not be seen under fluoroscopy. The physician continued to deploy the stent. The delivery system was removed from the body and a third of the deployed stent remained in the sheath. As the sheath was removed from the pt, a portion of the stent remained outside the artery. Therefore, a surgical cut-down was performed at the popliteal artery to remove just that stent. The stent was removed successfully. There was no malfunction with the stent delivery system. The pt is doing fine.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.